Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 587 mg/dl at the time of call. The customer's blood glucose was 599 mg/dl at the end of call. The customer stated that they were treating the high blood glucose with the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the customer had a bent cannula. The customer stated that they had an infected site. The customer stated that they found that they received a no delivery alarm. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.